Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had several alarms over the course of the morning shift and a few over night. Primary alarm was "low vacuum" alarm. Autofill alarmed also. To trouble shoot this alarm auto refill was initiated which corrected the alarm for a period of time. All connections iabp were checked and secured, helium cylinder gage checked and in the green, cables all appropriately plugged in. There was another alarm in the morning - indicating low helium - thought to self resolve. Eventually the auto refill function failed and the iabp was changed to another cardiosave. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) told by customer that iabp had several alarms over the course of the morning shift and a few over night. Primary alarm was "low vacuum" alarm. To trouble shoot this alarm auto refill was initiated which corrected the alarm for a period of time. All connections of iabp were checked and secured, helium cylinder gage checked and in the green, cables all appropriately plugged in. Eventually the auto refill function failed and the iabp was changed to another machine. The customer also mentioned that the external helium cylinder was closed. They are not sure who closed it, and it could have not been opened when they replaced the cylinder with the new one. Fse visited the site, confirmed the fault ( low vacuum error) and sent a log to the factory. Checked all the tubing there. Plug the pim, go for the pneumatic test and turn the compressor 800rpm, then activate k8 (pressure) afterwards, k7 vacuum and verify the readings in x2. When placed on the balloon test in clinical mode with a trainer, it ran for about 30 minutes and then had a low vacuum alarm. Before the compressor was turned on, x2= 767 (atmospheric) comp on and k8 activated x2= 1100. K7 activated x2 drops quickly but remains on 476 but was stable. This means that there was no leak at k7. Fse visited the site again, during the remote session with the factory, traced the fault to the drive manifold (d104-00-0031) so replaced it. Suspect the k8 was the issue. Replaced and performed all calibration and checked. Performed est. Performed lung tests for a whole day. RMA for the drive manifold was created. Followed up the next day and confirmed that the device had worked ok without any errors. Suitable to use. No records of any patient harm related to balloon pumps but could not provide any patient information.

Event description:
N/a